Event description:
As reported by customer, air bubbles were visualized at the plunger of the 8ml syringe during prep. Another syringe was utilized for use in the procedure. There was no air injection or patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used syringe has been returned to the manufacturer, a device evaluation has not yet been performed. The complaint has not yet been confirmed, nor the root cause determined. Upon completion of the investigation, a follow-up medwatch will be submitted.